Event description:
A 10-hole, 3.5mm dynamic compression plate, implanted on the left clavicle, was noted as broken, and was removed on an unknown date.

Manufacturer narrative:
Additional information has been requested. No investigation could be made, no conclusion could be drawn as no device was returned.